Manufacturer narrative:
No button error alarm during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping noted. The insulin pump had minor scratches on lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip and stained endcap sticker.

Event description:
Customer reported via phone call that there is a button error alarm. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.